Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient in room 211/trx 64 with a pacemaker coded at (B)(6) 2017 at 15:00 but no alarm was provided at the information center until 15:04 for vtach. Rhythm changes were seen in retrospect via review applications starting at 15:01. The patient was resuscitated and transferred to the ICU.

Manufacturer narrative:
The customer contacted the customer care solutions center for troubleshooting support. Log files and strips were provided. Physiological data was attempted to be retrieved for further algorithm performance review however after two attempts the data could not be collected from the system. Algorithm experts reviewed the data and noted that patient was paced with periodic loss of the selected avr primary lead with easi monitoring in use. During these times the raw easi lead "as" was monitored via fallback. The patient heart rate was slowing and then began to accelerate however periods of "a" for artifact and "I" for inop occurred in the few minutes before the vtach alarm occurred which limited the algorithm from continuing to reliably analyze the ECG. : the customer has been informed about the results of the investigation. The device remains in use. The issue is not consistent with a malfunction of the product. The customer indicated that a patient coded on (B)(6) 2017 at 15:00 and though a vtach alarm was provided at 15:04, the customer believed waveform changes occurring prior to 15:04 should have prompted earlier alarms. The customer did not request onsite evaluation of the product but submitted waveforms and data for review with philips st/ar algorithm experts at which time it was indicated that the patient was paced with variable heart rate, periods of signal loss and periods of ECG artifact which would prompt the inop "cannot analyze ECG" which is associated with a hard inop to alert the user that the algorithm cannot reliably analyze the ECG in any lead at that time. Product labeling provides troubleshooting information for users regarding how to optimize the ECG for best performance of the algorithm. Once the alarm criteria was met, the correct alarm was provided. No malfunction is supported.